Event description:
It was reported the patient never had therapeutic effect. The patient had excellent symptom relief during the trial but had not had good results since implant. Patient had gone "through diapers" and had times where they leaked a lot and a little. Patient had one day where they went through 14 pads. Patient felt stimulation and it was located where it should be. Patient was on the program that had worked the best, but they had also tried different programs. It was noted the patient's health care professional stated the patient needed to "play with the programs." It was also reported the device had been changing amplitudes on the patient without them manually making the changes. Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or medtronic representative. Patient had an appointment scheduled for (B)(6) 2012 and the medtronic representative would be present. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# va01226, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).